Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, leading to an expired glucose run alert and subsequent elevated glucose readings of 401 mg/dl. The ilet had been set to g6 and required switching to g7 and re-entry of the g7 pairing code, after which cgm pairing was restored, and insulin delivery was paused then later resumed; the event involved intermittent communication failure and implicated the antenna/electrical communication pathway while the user also administered subcutaneous insulin by pen. Symptoms included hyperglycemia with confusion/disorientation, dizziness, lethargy, and nausea. Outcomes included an unexpected medical intervention with medication required and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and dexcom g7 leading to intermittent communication failure, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.